Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks after the date of implant.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as the ipg flipped under the skin. The patient underwent a revision procedure where the physician made the pocket smaller and anchored the ipg down to prevent it from flipping again. The patient was doing well post operatively. The ipg remains implanted and in use.